Event description:
It was reported that a spectrum iq pump did not alarm downstream occlusion. An infusion of pitocin was started at 14:53 at a ¿dose of 12¿in the labor room. By 03:45 the nurse had upped the patient¿s pitocin dose to ¿18¿. The patient's [amniotic membrane] was ruptured ¿around 04:10. The patient was not complaining of much discomfort throughout the shift, and the patient¿s contractions never reached a 1-3 or 2-3 pattern as would be expected at this dose. The nurse confirmed that the pitocin was connected. During this time the spectrum pump periodically alerted with an alarm saying, "battery error". Around 05:00 the pump was switched out with a new one, and immediately the new pump alarmed for a downstream occlusion. The previous pump allegedly ¿never alerted to a downstream occlusion.¿ upon inspection the roller ball on the IV line was noted to be clamped all the way (closed position) and that the patient had not been receiving ¿anything close to a dosage of 18 of pitocin.¿ the charge nurse and the obstetrics medical team were informed and restarted the pitocin at 14:00 (unclamped). No further information was provided.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing to the flow lines for downstream occlusion tested according to product specifications. Evaluation found the force sensor scale factor calibration to be within product specifications. Evaluation was unable to reproduce the reported symptom. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.